Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call partial display on the insulin pump. Customer's blood glucose level was 106 mg/dl. Troubleshooting for partial display was performed. Customer was unable to neither read the screen nor take the self-test. Customer advised parts of the letters are missing on the display screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with missing segments due to a cracked lcd zebra connector. No black screen or cloudy screen was noted. The pump was received with normal operating currents. No unexpected low battery alarms were noted. The pump had minor scratches on the display window.